Event description:
Patient was revised to address poly wear of the liner.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible, as the product and lot code required was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 13.75 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.